Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed a water leak from a pinhole in the tubing connecting the peltier module to the retic clearing pump (the leak was only water since customer does not run retic tests and uses water instead of retic reagents). The fse replaced the tubing which resolved the leak. The fse also found worn tubing at the differential sample line and replaced that tubing which resolved the latron issues. The cause of the leak is attributed to a pinhole in the tubing from the retic clearing pump to the peltier module and the cause of the latron issues is attributed to worn tubing at the differential sample line. The fse verified system performance after repairs were completed. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid underneath a coulter lh 780 hematology analyzer. The volume of the leak was reported as approximately one fourth cup. Per customer, the instrument also did not generate numerical values for latron tests. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and protective eyewear at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results. No erroneous results were generated.